Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was myopotential inhibition on implantable cardioverter defibrillator (ICD). It was noted that low level, high frequency noise was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were performed. Patient was asymptomatic and will be monitored with remote follow up.